Event description:
It was reported that there was a malfunction resulting in caster detaching from the unit. The unit did not tip or fall. There was no injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base assembly and caster were replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).